Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hemolysis with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 72333 was not observed as all samples met specifications.

Event description:
It was reported the bd vacutainer® sst blood collection tubes were hemolysis, no report of medical interventions or serious injury.